Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy procedure.it was reported that upon assembly, the lcs15 appeared to function properly. When it was first used on tissue, the device functioned sluggishly and then appeared to function properly after 1-2 minutes of use. It was noticed the blade and the tissue pad were not aligning properly. The lcs15 stopped producing optimal cutting and coagulation. The or technician could not make the blade and actuator arm line up. It was reported that poor hemostasis led to increased blood loss and operating time. A second lcs15 was opened to complete the procedure. There was no consequence to the patient.